Event description:
This lead was explanted due to noise that could be reproduced while the lead was still attached to the header. This lead was replaced with another lead and was retained by the hospital. Should additional info become available, this record will be updated.